Event description:
The customer reported that the sys locked up. Sys functionality was recovered via sys reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.